Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: early stage of inner conductor breakdown in both power cables the reported event of power elevations and yellow wrench alarms can be confirmed based on the log file retrieved from the returned system controller, serial number (B)(6). The log file contained events recorded from (B)(6) 2024. There were elevated power and flow values accompanied by yellow wrench and replace controller alarms recorded from (B)(6) 2024 (09:28). The recorded voltage levels indicated that the events occurred while the system controller was connected to a power module. The data captured from (B)(6) 2024 (9:36) to (B)(6) 2024 revealed that the system was powered by 14v batteries and the power levels decreased and the alarms cleared. The returned system controller was functionally tested and there were no atypical alarms reproduced during testing. The system controller surface temperature was measured during the test and the surface was measured within specifications at ambient temperature. The investigation did not identify a correlation between the returned system controller and the atypical power elevations and alarms captured in the log file and they appeared to be related to a compromised driveline. The reported event of the controller being hot was not able to be reproduced during analysis; however, the observed power elevations may result in the reported temperature increase. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate ii patient handbook, rev b, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use, rev b, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. The heartmate ii patient handbook, rev b cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had several red hazard alarms on (B)(6) 2024. Additionally, their flow and power parameters seemed a bit higher than normal. Log files were downloaded and revealed that phase b was a bit out of range in comparison to the other phases which were still congruent in the course. On (B)(6) 2024 the power and flow parameters increased suddenly very much, and the pump could not maintain pump speed at 4:07 pm. These events occurred on power module support. The phase graphics showed a completely untidy phase c. The flow calculation was completely out of range and on the monitor, the three + symbols were seen intermittently. The power increased to 12 watts (w) and was fluctuating very much. Evaluation and investigation of the driveline showed an abnormal behavior near to the connection to the system controller. According to the perfusionist the "connector of the driveline made a weird sound and the parameter raised up to 10-12 w and abnormal flow calculation up to 3 + symbols occurred." During this time the system controller also got very hot. When the 10 centimeters of driveline near the system controller connector was manipulated, the occurrence disappeared, and the parameters went back to more or less normal values. The system controller was exchanged but the issue recurred. The system controller was exchanged back to the original. The patient was doing fine but would stay in the hospital for further evaluation. X-rays were taken and the driveline appeared to make a sharp curve internally. Some areas externally looked stressed. According to the perfusionist, the entire percutaneous lead was taped during the course of last year, but only due to damages in the outer layer. Further decisions were being discussed. The patient remained on battery power. Additional information was received that the patient was having driveline fault alarms. They underwent a driveline repair and were swapped to a new system controller and driveline without issue. The patient had an active infection. Follow up log files had no further alarms.

Event description:
Additional information was received that after the patient was placed on battery power, they did have one yellow wrench advisory alarm. Afterwards no more issues were seen on battery power. The patient's infection was from erysipelas. They had a red rash and swelling. The patient received antibiotics. The patient passed away on (B)(6) 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: early stage of inner conductor breakdown in both power cables the reported event of power elevations and yellow wrench alarms can be confirmed based on the log file retrieved from the returned system controller, serial number (B)(6). The log file contained events recorded from 27oct2024 to 30oct2024. There were elevated power and flow values accompanied by yellow wrench and replace controller alarms recorded from 27oct2024 to 28oct2024 (09:28). The recorded voltage levels indicated that the events occurred while the system controller was connected to a power module. The data captured from 28oct2024 (9:36) to 30oct2024 revealed that the system was powered by 14v batteries and the power levels decreased and the alarms cleared. The returned system controller was functionally tested and there were no atypical alarms reproduced during testing. The investigation did not identify a correlation between the returned system controller and the atypical power elevations and alarms captured in the log file and they appeared to be related to a compromised driveline. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate ii patient handbook rev b, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use, rev b, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. The heartmate ii patient handbook rev b cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.